Event description:
It was reported that the patient had an infection and inflammation on her back. The healthcare provider (hcp) reported that they lanced the inflammation on (B)(6) but the infection was deeper than they realized so they removed the lead wires on the same day. It was further reported that the spinal cord stimulation (scs) system was involved in the reported event. Perioperative antibiotics were administered and the date of onset/diagnosis of the infection was more than a year ago. The patient did not have meningitis. As a result of the infection the patient experienced redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was the lead track. A culture was obtained from the lead wound. The organism cultured was (B)(6). For treatment of the infection the patient underwent IV antibiotics, oral antibiotics, and total device system explant. The patient outcome was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 39286-65m, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).